Event description:
It was reported that the customer had a changing out set issue on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised to call helpline when issue occur to troubleshoot. The customer was advised that we can't do troubleshooting when issue is not occuring. The patient was advised that we would sent out some replacement supplies as a courtesy.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.